Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple alarms. The customers blood glucose level was unknown at the time of the incident. Customer also states that insulin pump had some other alarms and unable to check. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement, rewind, seating, basic occlusion, force sensor, and occlusion tests. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarms were noted. Motor was tested outside device, and it passed. (B)(4).